Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dermolipectomy procedure on (B)(6) 2018 and suture was used. It was reported that the needle pulled off and the suture had breakage. No adverse patient consequences were reported. No additional information was provided.